Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in excellent condition. During check force reading in the biomed menu with 0 force applied, the reported issue was duplicated. The root cause of the reported issue was the screw boss on the left plunger case that the force sensor is attached to is cracked. This caused the force sensor to shift and become out of calibration. Replaced left plunger case and recalibrated the force sensor. No product information has been provided to date.

Event description:
It was reported that there was an out of box, force out of specification.